Manufacturer narrative:
A review of the manufacturing records for the device(s) could not be performed as item/lot numbers are not available. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
In review of published literature, these findings were noted: nishibe, et al.,¿early results of gore c3 excluder¿, angiology (0387-1126) volume 57, suppl. Page s186 (2017.10). On dates unknown, 109 patients (90 male, 19 female) underwent endovascular aortic repair using gore® excluder® aaa endoprostheses featuring c3 delivery system. Of the 109 patients, 91 were treated for abdominal aortic aneurysm, and 18 for iliac aneurysm. Median patient age was 76.4 years. The article describes that three patients underwent endovascular repair of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Follow-up examination reportedly revealed type ii endoleaks in these patients. The patients later underwent a re-intervention procedure to treat the type ii endoleaks and stabilize the aneurysm sac.